Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. It was noted that the patient underwent radiation therapy and the device had migrated. A boston scientific technical services (ts) consultant recommended applying a magnet. No magnet response could be obtained. Ts also discussed that radiation may have affected the device and may not be able to deliver therapy. They suggested trying to continue to interrogate or get a magnet response. Additional information was provided that the device was explanted, successfully replaced and returned to boston scientific for analysis.